Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure of "scope communication error¿ was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to damage on charged coupled device (ccd) unit, e216(scope communication error) occurs. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set-up/inspection for use, the endoeye flex deflectable videoscope had a scope communication error display. There were no reports of patient involvement.